Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after resetting. The customer was instructed to continue using the pump and to contact support if any future issues arise.